Event description:
It was reported that pt was transferred from ICU to room. Pt was then moved to another room. After transfer to second room, a rupture of iab balloon was suspected and dr removed iab. There were no reported pt complications. See 1219856-2006-00038 for next incident involving same pt.